Manufacturer narrative:
Manufacture¿s investigation conclusion: there were incidental findings of power cable disconnects due to controller power cable damage. The reported event of connect to power alerts while connected to wall power was confirmed via log file analysis. The log file captured unexpected low power hazard/power cable disconnect alarm events on (B)(6) 2023. The unexpected alarm was related to loss of power from both power cables, while connected to the mobile power unit. A root cause of the unexpected alarm captured in the log file could not be conclusively determined through this evaluation. To date, system controller associated to this event was unavailable for an evaluation. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having connect to power alerts while connected to wall power and not on battery power. The log files noted several low power hazard events due to power to the mobile power unit (mpu) being briefly interrupted. It was believed that the mpu was a locking version. The alarms were noted to have been due to the white power cable being exposed to moisture. The system controller was exchanged, and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.